Manufacturer narrative:
This report is submitted on february 28, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced irritation at implant site and subsequently was treated with oral medication (type and duration not reported).